Event description:
Customer reported that box contained the wrong size trephine blades-10mm blades instead of the 9mm that was printed on the product label. The customer returned the product in it's original unopened sterile pouches. The returned product inside of the boxes labeled 0009717 were actually part number 0009721, lot number 25214300.